Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had three programs programmed to around 7 to 8 ma. The patient indicated that the ins was off and they went to turn it on when they were walking and it came on stronger than expected (around 11, 12, 13 ma). The patient stated that they had never turned stimulation up that high. They stated that they tried to turn stimulation off, but the controller wouldn¿t allow the patient to do so. The patient reseated the controller batteries and then they were able to turn stimulation off. The rep stated that they didn¿t think the patient had adaptive stimulation (as) enabled as at a previous reprogramming they had talked about disabling it, since the patient didn¿t like it. It was reviewed stimulation should not increase when off and the controller should allow the patient to turn off stimulation, unless they had seen a message or the controller froze. The rep stated that they had an appointment with the patient on monday. It was suggested to check impedances, diaries and if group adjust is enabled. Technical services reviewed to have the patient document, if the issue occurs again and take a picture of the controller screen. The rep speculated that the patient may have inadvertently turned stimulation higher at some point prior to turning it off. There were no medical symptoms reported. It was asked, but was unknown when the patient not liking the "as," but they ventured a guess of probably (B)(6) 2018. The report of the unexpected intensity change occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the stimulation intensity being higher than expected when turned on and not being able to turn stimulation off with the controller until reseating the batteries was unknown. It was indicated that the patient had not had any other incidents like the one mentioned. The patient's current address was reported. The patient's weight was asked but was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the patient¿s stimulation intensity being higher than expected when turned on, not being able to turn stimulation off with the controller until reseating the batteries and not liking adaptive stimulation was unknown. It was indicated that the rep had an appointment schedules with the patient on monday, (B)(4) 2018 for further evaluation of these issues. The patient¿s address and weight were unknown. The rep indicated that they would confirm the information with the hcp on monday at the patient¿s appointment. The rep also stated that after an additional conversation with the patient, they reminded the rep that they actually never set their adaptive stimulation. They stated that they had discussed it, but that they did not want it set. The rep stated that they had thought that they had set it and that they didn't like, but their recollection was incorrect that they had discussed setting it up, but they did not want to. No further complications were reported/anticipated.